Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia and treated with insulin pen. The patient doesn't have sufficient subcutaneous tissue where set is inserted led to bent cannula. No further information is available.